Event description:
It was reported that post-paced t wave oversensing was detected on the device via a review of remote transmission. Programming changes were made to resolve the oversensing. The patient was stable without any adverse events.